Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. The iliac vessels were 10 mm in diameter. The aortic neck was 15 mm in length, 17 to 19 mm in diameter, mildly angulated, and did not contain thrombus. It was reported that after the talent bifurcated stent graft was implanted, a proximal type I endoleak was evident. The physician tried to balloon the graft with a reliant balloon several times; however, the endoleak did not resolve. The physician then elected to implant a 24 mm aneurx graft proximally, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval, results: (endoleak), (improper oversizing the stent graft relative to the aortic neck diameter). Eval, conclusion: (improper oversizing the stent graft relative to the aortic neck diameter).